Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h10 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the product mmt-5120a will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with difference between sensor glucose and blood glucose value, received change sensor alert and sensor readings not available. The customer reported blood glucose value of 274 mg/dl. The customer was treated with bolus. The event involved products mmt-1884, mmt-5120a, unomedical and mmt-332a. Troubleshooting was partially performed for high blood glucose. Troubleshooting was partially performed for difference between glucose values. The customer blood glucose was 249 mg/dl and sensor glucose value was 107 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 142 mg/dl and it was beyond acceptable range. Troubleshooting was performed for sensor alerts and indicated that the non-serialized product being replaced. Troubleshooting was performed for site issues. Advised customer to monitor products, blood glucose values and call back as needed. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue the use of the sensor. Mmt-5120a was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.